Event description:
Related manufacturer reference number: 1627487-2021-16445. It was reported the patient is not receiving effective therapy due to high impedances after a bad fall. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received shows that patient had surgery on (B)(6) 2021 in which leads were explanted and replaced. Stimulation was reportedly restored following the procedure.